Manufacturer narrative:
Inspection and testing found the adhesive on the objective lens was peeling due to deterioration. Also, the event reported by the customer was confirmed. There were leaks from the distal end due to deterioration. In addition, the insertion tube was deformed, the universal cord was damaged, the adhesive on the bending section was deteriorated, and the connector and control body were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported there was a pinhole at the distal end of the scope which resulted in leakage. The device was returned to an olympus service center for evaluation. During inspection and testing, the adhesive at the objective lens was found to be peeled off. This report is being submitted for the malfunction found during evaluation (peeled adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been, due to impact such as dropping, repeated excessive wiping of the outer surface of the distal end, or chemical deterioration by chemical solutions. It is recommended, that the user instruct the method of handling regarding usage environment, etc.. Olympus will continue to monitor field performance for this device.